Event description:
Incorrect dose administered. Pt experienced a "reaction" to insulin glargine (lantus) via the opticlik pen (therapy dates, dosage, and indication unspecified). Relevant medical history and known allergies were not provided. Concomitant medication includes insulin human (70/30 nos). Consumer reports that her physician switched her from 70/30 to lantus. She states that she was "taking too much of it, had a reaction, and ended up in the hosp". Consumer also reports that she does not think the pen is working as it says "thirty" after I give myself the shot and "it doesn't move". Consumer was unable to find the opticlik lot number. Lantus lot number was not provided. Medical info explained to the consumer that the digital display will not decrease in numbers as the injection is being given, but will reset when the dosage knob is ejected. This case has not been substantiated by a medical professional.